Manufacturer narrative:
One injector was returned for evaluation for the report of scratches on lenses. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was additional complaints associated with the lot for the reported issue. The additional complaint was for the same injector handpiece. The injector was manufactured in march 2008. A visual inspection of the handpiece injector was performed and deemed conforming. A functional thread to barrel engagement check was performed and was deemed acceptable. A dimensional plunger position height check was performed and deemed unacceptable. The plunger position height is very high. The evaluation does confirm the injector plunger is bent upward making the plunger position very high. A high plunger position has a higher likelihood of overriding the lens and causing damage to the lens. The root cause for the nonconforming plunger height condition is usually from its handling by the end user or from its use over a long time period, but when and how the plunger became bent cannot be determined from this evaluation. The injector has been in service for approximately ten years, so the complaint issue does not point to a manufacturing issue. (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedures, they are seeing scratches on the iols. The reporter is suspecting that one handpiece has caused the scratches on the lenses. They do not believe it is the cartridges because they have been using different lots. There are two medical device reports associated with this one handpiece. A previous report mfg. Report num 2523835-2018-00282 has already been filed for this one handpiece. This report is for the additional events that occurred and were reported approximately four months later.